Manufacturer narrative:
This ra lead remains in service, so therefore will not be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that during a post-operative x-ray it was observed that this right atrial (ra) lead had dislodged. A repositioning procedure took place, and all measurements were normal. There were no adverse patient effects reported.